Event description:
It was reported that pump displayed altitude alarm and insulin delivery was suspended while speaker holes on back of pump were obstructed. There was no adverse impact to the customer's blood glucose level. Customer was instructed to remove obstruction, gently clean speaker holes with a soft brush and wipe area with a lint-free cloth, but customer was at work and chose to rely on multiple daily injections; technical support attempted follow-up by voicemail and a second time before closing case, and no additional information was received regarding the outcome of the event.